Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ultrasonic medium was leaking and the distal end sheath had a hole. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: no marks of external force, such as dents, twists, or impact marks, were observed on the distal end other than on the hole area. Therefore, it is presumed that the hole was caused by damage to the distal end sheath due to localized external force applied to the distal end sheath. Blood from outside entered the device during insertion and ultrasonic medium leaked because air tightness on the distal end could not be maintained due to a hole on the distal end sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that blood was confirmed to be leaking from the tip of the ultrasonic probe. The issue occurred during a diagnostic endoscopic bronchial ultrasound, which was completed after a delay with an olympus back-up device. There were no reports of patient harm.